Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. Vascular access was gained via the radial artery. The de novo target lesions were located in the moderately calcified proximal and mid left circumflex (lcx) artery. Pre-dilatation with a 1.5x10 & 2x10mm unspecified balloon catheter at 8atms for 15 secs and then a 2.5x10mm unspecified balloon catheter at 16 atm for 20secs was performed. Then a 3.00x32mm promus element stent delivery system (sds) was advanced but would not cross the lesion. During manipulation, the stent distal struts became flared. The procedure was not completed and the patient is going to be managed medically. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. Vascular access was gained via the radial artery. The de novo target lesions were located in the moderately calcified proximal and mid left circumflex (lcx) artery. Pre-dilatation with a 1.5x10 & 2x10mm unspecified balloon catheter at 8atms for 15 secs and then a 2.5x10mm unspecified balloon catheter at 16 atm for 20secs was performed. Then a 3.00x32mm promus element stent delivery system (sds) was advanced but would not cross the lesion. During manipulation, the stent distal struts became flared. The procedure was not completed and the patient is going to be managed medically. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the promus element was received inside the product pouch and shelf box. Returned product analysis revealed kinks along the entire length of the hypotube using the visual and microscopic examination. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).